Manufacturer narrative:
This report, this report is submitted on (B)(6) 2017, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling, drainage and pain at abutment site in (B)(6) 2016 and was treated with oral antibiotics (exact date not reported). On (B)(6) 2017, the patient underwent skin revision and was treated with oral antibiotics. Subsequent to wound debridement, the granulation tissue was cauterized.